Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 11 mg/dl resulting in a fall from bed and "split lip open" while asleep. Reportedly, customer regained consciousness when in an ambulance. Low bg cause was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.